Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that an unusual pattern of bubbles were observed during flap creation of the right eye. While lifting the flap it was noted that the side cut would not separate near the hinge on the right side. The doctor tried to lift the flap from the left side but it was completely adhered to the bed. The doctor aborted the procedure. The patient was seen in follow up and noted that the eye was watery.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).